Event description:
It was reported that a pin point hole was observed from the tubing of a clearlink system continu-flo solution set. The event was further described as "blood was leaking back into IV line with small pool of blood on sheets below". This was observed during patient infusion. The set was removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the volume of blood loss was reported as "minimal". H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was primed without incident. Then underwent a functional underwater pressure test and the device was found to be within the product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.